Event description:
During a meniscus suture surgery, using the ultra-fast-fix it was reported that the device broke during use. The implants would not deploy, and t1 was left in the joint space the suture did not break. There was a 10 minute delay in the procedure. The procedure was completed with a backup device, and the patient was noted to be okay post-procedure.

Manufacturer narrative:
Device evaluation: one curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the trigger has been fully advanced and locked within the handle indicating a complete deployment. No ts or suture were returned. Reported complaint of non-deployment cannot be confirmed. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).